Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when firing the tacks in different tissues of the area during a laparoscopic bilateral inguinal herniorrhaphy, the tacks did not attach to the tissue and was disengaged into the cavity of the patient and were retrieved. They used another tacker to complete the case. There was no patient injury.